Event description:
Pt presented initially in 2003 with a "squeak" in their hip. Original surgery done in 1996, fine till this year. Surgeon noticed little on x-ray in 2003. Pt re-presented 9 months later. X-rays demonstrated severe signs of wear. Pt was revised.